Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three months immediately preceding the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) and confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The product lots met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed. Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of the organism staphylococcus which is an organism that is found on human skin. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed to touch contamination during pd exchange, as reported by the patient¿s nurse.

Event description:
It was reported that a patient on peritoneal dialysis (pd) had peritonitis. Upon follow up, the pdrn reported on (B)(6) 2022 patient was seen in the outpatient pd clinic and had a pd culture obtained. The patient symptoms were reported as abdominal pain. The cause of the patient¿s peritonitis was attributed to touch contamination during the pd exchange. The patient¿s culture results were positive for peritonitis, the patient¿s culture grew bacteria staphylococcus aureus. The patient was treated with ceftazidime and vancomycin, per clinic algorithm, intra-peritoneal (ip). The pd nurse stated the patient is recovering from the peritonitis event and continues pd therapy with the same cycler.